Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was detached and the distance between the distal housing and the tip was closer than usual. Functional inspection revealed that the telescope assembly was able to properly pull back, advance, and retract. Based on the evidence, the as reported code of telescope retraction problem can be confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024: it was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the distance between the tip marker and camera lens was farther than usual. The inner part was pushed firmly to the tip, but it was longer than the original distance. The procedure was completed with another of the same device. There was no reported patient injury. However, device analysis revealed that the sheath was detached.